Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('bleeding ¿ gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), rash ("allergy ¿ rash/skin condition"), skin disorder ("allergy ¿ rash/skin condition"), vaginal discharge ("bladder/urinary problems ¿ vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2015, hyst. (Full), salping.,(bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and abdominal pain had resolved and the genital haemorrhage, rash, skin disorder, vaginal discharge, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, rash, skin disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events:pain - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, bleeding ¿ gen abnormal bleed, allergy ¿ rash/skin condition, bladder/urinary problems ¿ vag. Discharge, fatigue, hair loss, migraine, headaches, essure confirmation test(s) conducted : no. Event outcome was added for the events: dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included lyme disease. Previously administered products included for birth control: implanon from 2008 to 2011. Concurrent conditions included depression, anxiety, musculoskeletal pain, anxiety disorder, rhinitis, skin rash, itching, acute allergic reaction, heart racing, palpitation, chest discomfort, paresthesia, polycythemia, irregular periods, ovarian cyst, lower urinary tract infection, general body pain, dysuria, myalgia, edema and chronic cervicitis. In 2012, the patient experienced genital haemorrhage ("bleeding ¿ gen abnorm bleed"), the first episode of dyshidrotic eczema ("allergy ¿ rash/skin condition/ dyshidrotic eczema on hands and feet"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping) / painful periods / severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems ¿ vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), lyme disease ("lyme disease / worsening of lyme disease") and the second episode of dyshidrotic eczema ("dyshidrotic eczema on hand/face"). The patient was treated with surgery (total abdominal hysterectomy, unilateral salpingo-oopherectomy-right, unilateral salpingectomy- left). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, vaginal discharge, fatigue, alopecia, migraine, headache, nausea, arthralgia, lyme disease and the last episode of dyshidrotic eczema outcome was unknown and the dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, lyme disease, migraine, nausea, pelvic pain, vaginal discharge, the first episode of dyshidrotic eczema and the second episode of dyshidrotic eczema to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Discrepancy noted for essure insertion date- (B)(6) 2012, (B)(6) 2012. 5 coils were visualized protruding from the left ostia into the uterine cavity. 2 coils were also visualized on the right ostia protruding into the uterine cavity. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: headache, dyspareunia, lyme disease and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: pfs received: event dyshidrotic eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('bleeding ¿ gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included lyme disease. Previously administered products included for birth control: implanon from 2008 to 2011. Concurrent conditions included depression, anxiety, musculoskeletal pain, anxiety disorder, rhinitis, skin rash, itching, acute allergic reaction, heart racing, palpitation, chest discomfort, paresthesia, polycythemia, irregular periods, ovarian cyst nos, lower urinary tract infection, general body pain, dysuria, myalgia, edema and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping) / painful periods / severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dyshidrotic eczema ("allergy ¿ rash/skin condition/ dyshidrotic eczema on hands and feet"), vaginal discharge ("bladder/urinary problems ¿ vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), arthralgia ("joint pain") and lyme disease ("lyme disease"). The patient was treated with surgery (total abdominal hysterectomy, unilateral salpingo-oopherectomy-right, unilateral salpingectomy- left). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, dyshidrotic eczema, vaginal discharge, fatigue, alopecia, migraine, headache, nausea, arthralgia and lyme disease outcome was unknown and the dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, lyme disease, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Discrepancy noted for essure insertion date- (B)(6) 2012. 5 coils were visualized protruding from the left ostia into the uterine cavity. 2 coils were also visualized on the right ostia protruding into the uterine cavity. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: headache, dyspareunia, lyme disease and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: fu (3) and fu(4) processed together. Pfs received: previously reported event allergic skin reaction was updated to dyshidrotic eczema, newly added events nausea, joint pain, reporter was added, consumer height was added, medical history and concomitant drug was added. On 11-oct-2019: fu (3) and fu(4) processed together. Medical record received. Medical history and reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.